Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and lead displayed high thresholds, noise, oversensing, pacing inhibition and pacing impedances greater than 2000 ohms. The patient reported feeling dizzy. The patient was seen for a revision procedure where the lead was surgically abandoned; the device remains in service. There were no additional adverse patient effects reported.